Manufacturer narrative:
(B)(4). A batch review was conducted for the potentially associated lot number h12j07019. No exceptions were observed that were related to the reported condition. The problem was not confirmed and the cause of the peritonitis was undetermined. No device malfunction or use error was identified.

Manufacturer narrative:
(B)(4). This is report 1 of 3 involved in this peritonitis incident. This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. Should additional information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). Additional information was received, the home patient's (hps) peritonitis had reoccurred and cause was due to an incorrect procedure caused by the attending nurse. The hp was treated with vancomycin and cephapime daily, ip (dose not reported). No retraining was performed as the hp did not have the user error. This complaint for the report of use error-break in aseptic technique is confirmed. The cause was not determined. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report from a consumer in the USA of peritonitis in a patient coincident with dianeal therapy for peritoneal dialysis (pd). Dianeal therapy was ongoing. During a call with baxter customer services, the following was reported. On (B)(6) 2012, the patient was hospitalized for an unreported indication. On (B)(6) 2012, the patient experienced a heart attack due to low thyroid. On the same day, while in the hospital, the patient also experienced peritonitis. Treatment was not reported. On (B)(6) 2012, the patient was discharged. The patient recovered from this peritonitis event. The nurse was contacted but declined to provide any information.